Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Health professional reported a left side exchange of textured breast implant due to the patient¿s concern with the product and a deflation. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : h.3., h.6. Device evaluation: analysis of the returned device identified a crease fold, yellow particles inner the shell. A leak test and microscopic analysis was performed which identified a puncture opening and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured assessed as a surgical damage like consist in the use of some surgical tool.

Event description:
Health professional reported a left side exchange of textured breast implant due to the patient¿s concern with the product and a deflation. Device has been explanted.